Event description:
It was reported that the left ventricular (lv) lead exhibited high capture threshold for the past two years. The lv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. Only the connector portion of the lead was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing of the lead were normal with no anomalies found with the exception of damages consistent with procedural damage.